Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This is an ancillary service event. The cause was determined to be damage to the pump head door. To correct the condition, the pump head door was replaced. If any additional information is received, a follow up MDR will be sent.

Event description:
The facility representative contacted baxter to report a flogard in which door assy, front housing, and pump head door cover broken. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information.